Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck. Additional information received from litigation on (B)(6) 2018. Added birthday, hospital, head, stem, liner and shell.